Event description:
It was reported that the chronos insert was used to put inside the zero p cage; however, the chronos insert would not insert. The surgeon pressed hard and the zero implant disassembled. When they changed to another 7mm insert there was no problem inserting it. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that the insert does not fit into the cage. We are not able to determine the exact cause for this problem. It is possible that this particular article was inadvertently packed without having gone through proper control. However, this complaint is indeterminate from a manufacturing standpoint.